Manufacturer narrative:
To date, information suggests that this ICD remains actively in service without further issue. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator in association with the non-bsc lead did exhibit a spike in impedances measurements, leading to explant of the non-bsc lead. There were no allegations of a device to lead connection issue. There were no reported adverse patient effects beyond the early surgical intervention that occurred. The inappropriate shock that occurred due to noise artifact oversensing does not pose reasonable risk to a patient.